Event description:
It was reported that when aspirating the syringe, bubbles of air were aspirated. The needle was withdrawn from the skin to check and it was observed that a few mls of air were now in the syringe. It was also noticed needle did appear very flexible as it was excessively bending when the safety cover was being applied. No other information known.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. Evaluation of the provided sample was completed with unaided eye and found a small gauge hypodermic needle. The cannula was engaged and the needle cap was separate in the bag. Per complaints details, the actual needle was disposed of by the customer. The syringe used by the customer was not returned for evaluation. The cannula of the returned needle appeared to be fully engaged into the needle protection sheath and did not pose any risk of a needle stick. No visible non-conformities were present on the device. As per the instructions for use, that is provided with product, it warns the user that mishandling of the needle protection device may cause needles, especially short or small gauge needles, to bend whereby they protrude from the needle protector sheath which may result in a contaminated needle stick. It is not clear from the complaint description what type of syringe was used with the needle and what type of fluid was aspirated into the syringe. Depending on the product application a different (larger gauge) size needle may be chosen as well as a different syringe may be utilized (such as vented syringes) to successfully complete the procedure. Based on available evidence, the reported problem could not be verified. No action taken.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. Evaluation of the provided sample was completed with unaided eye and found a small gauge hypodermic needle. The cannula was engaged and the needle cap was separate in the bag. Per complaints details, the actual needle was disposed of by the customer. The syringe used by the customer was not returned for evaluation. The cannula of the returned needle appeared to be fully engaged into the needle protection sheath and did not pose any risk of a needle stick. No visible non-conformities were present on the device. As per the instructions for use, that is provided with product, it warns the user that mishandling of the needle protection device may cause needles, especially short or small gauge needles, to bend whereby they protrude from the needle protector sheath which may result in a contaminated needle stick. It is not clear from the complaint description what type of syringe was used with the needle and what type of fluid was aspirated into the syringe. Depending on the product application a different (larger gauge) size needle may be chosen as well as a different syringe may be utilized (such as vented syringes) to successfully complete the procedure. Based on available evidence, the reported problem could not be verified. No action taken.